Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) customer sales representative (csr) reported that the instrument on universal surgical manipulator (usm) / arm 4 was not recognized. Prior to the call, the csr already replaced the sterile adapter (sa) and the instrument. Prior to installing the instrument, the csr confirmed that the discs turned well on arm 4. There were no system logs. The csr stated that no error was present. The isi technical support engineer (tse) asked the csr to install the latest instrument installed on arm 4 to another arm: instrument well detected/recognized. The csr did a system power cycle of the system, and the instrument was still not detected. The tse asked caller to double-check if arm 4 was not detected in stow position: arm 4 was visible on touch screen and the surgeon side cart (ssc). The procedure was completed with 3 arms with no reported injury and less than a 15-minute delay. Isi followed up with the csr and obtained the following additional information: the procedure was completed with 3 arms

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported failure was confirmed and replicated error 282. The usm was tested on a pftp where it failed carriage switches test. A gold axes controller, carriage rfid (accr) was installed, and the error went away. The original accr was re-installed, and the error came back. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.